Event description:
It was reported that during middle cerebral artery thrombectomy procedure, the subject aspiration catheter was used for thrombus aspiration. After preoperative examination confirmed the catheter was intact and adequately flushed, the catheter was delivered into place and aspiration was initiated. Initially, thrombus was aspirated smoothly, but towards the end there was a decrease in suction force and difficulty in thrombus removal. Subsequently, it was discovered that the subject catheter proximal part near the connecting hub had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker - updated. D9 returned to manufacturer on - updated. H3 device evaluated by mfg - updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter shaft was seen to be fractured 1cm from the catheter hub and the coil was stretched. There were no other anomalies noted to the catheter. Through the functional inspection the visual defect confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "during one middle cerebral artery (mca) thrombectomy procedure, the physician intended to use the aspiration catheter for thrombus aspiration. After preoperative examination confirmed the catheter was intact and adequately flushed, the catheter was delivered into place and aspiration was initiated. Initially, thrombus was aspirated smoothly, but towards the end of the aspiration process, there was a decrease in suction force and difficulty in thrombus removal. Subsequently, it was discovered that the proximal part of the catheter near the connecting hub had fractured. Therefore, a new catheter of the same catalog was used to complete the procedure." Additional information received indicated that the device prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The patient anatomy was described as moderately tortuous. Catheter breakage is unlikely to occur from the use of a 50ml syringe. The device was returned for analysis; the catheter shaft was fractured 1cm from the hub. Based on the review of all available information, the as reported/as analyzed 'catheter shaft broken/fractured during use' as well as the as analyzed 'catheter shaft stretched' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during middle cerebral artery thrombectomy procedure, the subject aspiration catheter was used for thrombus aspiration. After preoperative examination confirmed the catheter was intact and adequately flushed, the catheter was delivered into place and aspiration was initiated. Initially, thrombus was aspirated smoothly, but towards the end there was a decrease in suction force and difficulty in thrombus removal. Subsequently, it was discovered that the subject catheter proximal part near the connecting hub had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.